Event description:
The event is reported as: the aortic punch caused a tear in the pt's artery when the surgeon used the dp-40k. No pt injury or intervention reported.

Manufacturer narrative:
The device sample is not available for eval. The results of the investigation are not available at the time of this report.